Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite the pump being in use. There was no reported impact to customer's blood glucose. Reportedly, the customer continued using the pump for insulin therapy.